Event description:
The pt had a filter placed approx. One yr ago. The pt was presented to the hospital with the filter having migrated into the right ventricle. Co has been unable to obtain any further info regarding this event.